Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip and pitch cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm curved bipolar dissector instrument had loose wires. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.